Manufacturer narrative:
Pre-connected cylinders and pump device information: model number: 72404231; serial number: (B)(4); catalog number: 72404231; UDI number: (B)(4); expiration date: 06/08/2017; manufacture date: 06/24/2015.

Event description:
It was reported that the patient's inflatable penile prosthesis stopped working. The system was replaced with a 100 ml reservoir, pump, and 18 cm x 12 mm cylinders. The reservoir was noted to have fluid loss from a pin hole. The patient was doing well. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.